Manufacturer narrative:
Continuation of d10: product ID: {d-evolutfx-2329}; product lot/serial number: {unknown}; product type: {0195 - heart valves}; select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that following the implant of a transcatheter aortic valve, paravalvular leak (pvl) of unspecified severity remained. 8 days following successful implantation of the valve, a tracheostomy was completed. After the tracheostomy, the patient's blood pressure became unstable, so an increased dose of catecholamine was administered as well as intravenous therapy (IV) fluids to maintain the patient's circulatory status. Due to the patient's continued anemia and hypotension, a blood transfusion was additionally administered. During the same time period, brownish discharge was noted in the patient's gastrostomy tube, so a mucosal protective agent was administered. Nine days following implant of the valve, the patient's hemodynamic, hepatic, and renal function became severely compromised leading to multiple organ failure. After consultation with the patient's family, the patient was transitioned to palliative care. The patient ultimately died 19 days after implant of the transcatheter aortic valve.

Event description:
It was reported that following the implant of a transcatheter aortic valve, paravalvular leak (pvl) of unspecified severity remained. 8 days following successful implantation of the valve, a tracheostomy was completed. After the tracheostomy, the patient's blood pressure became unstable, so an increased dose of catecholamine was administered as well as intravenous therapy (IV) fluids to maintain the patient's circulatory status. Due to the patient's continued anemia and hypotension, a blood transfusion was additionally administered. During the same time period, brownish discharge was noted in the patient's gastrostomy tube, so a mucosal protective agent was administered. Nine days following implant of the valve, the patient's hemodynamic, hepatic, and renal function became severely compromised leading to multiple organ failure. After consultation with the patient's family, the patient was transitioned to palliative care. The patient ultimately died 19 days after implant of the transcatheter aortic valve. Additional information was received that the cause of death was due to low output syndrome (los). Information was previously reported, but not captured in the initial narrative: per the physician, there was no causal relationship between the death and valve or implant procedure.

Manufacturer narrative:
Updated data: b5, d4, h4, h6. Corrected data: b2. Date of death was incorrect on the initial medwatch report. B3. Event date was corrected. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.